Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while using the intravascular ultrasound (ivus) catheter, the image on the ilab screen appeared black, making it impossible to visualize the vessel profile. The device was also found to be contaminated or contained foreign material. The procedure was completed using an alternative device. No patient complications were reported.